Manufacturer narrative:
Pump was received with intermittent button response due to flattened down arrow button dome switch. No frozen screen noted. Pump was received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 359 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.